Manufacturer narrative:
(B)(4). This report is being submitted as an initial/ final report. Conclusion summary: on july 10, 2018, it was reported that the device was skipping and chattering on skin. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on july 23, 2018 revealed that the calibration was within specifications. The motor speed was within specifications but on the lower end. The 3" width plate was damaged. There was no other problem found with the device. Repair of the electric dermatome was performed by zimmer biomet surgical on july 23, 2018 which included replacement of the vespel bearing, semi-circle bearings and 3" width plate. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device was within calibration specifications and the motor speed was also within specifications but on the lower end. The 3¿ width plate was damaged. However, it is unknown if this was the width plate that was used during the reported event. No other problem could be found with the device. No testing was able to be performed to try to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was within calibration specifications and the motor speed was also within specifications but on the lower end. The 3¿ width plate was damaged. However, it is unknown if this was the width plate that was used during the reported event. No other problem could be found with the device. No testing was able to be performed to try to replicate the reported event. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was skipping and chattering on skin. Event occurred during surgery and there was no harm, no delay reported. No adverse events have been reported as a result of this malfunction.